Manufacturer narrative:
The customer requested technical consultant (tc) dispatched. A philips tc was dispatched for onsite service and the issue was confirmed. The tc determined that the issue was due to incorrect configuration on the philips information center ix (pic ix). The tc modified the sound output in pic ix -> tools -> control panel -> sound to resolve the issue. Based on the information available and the testing conducted, the reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up will be submitted upon completion of the investigation.

Event description:
It was reported that the external speaker is no longer working. There is no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and determined the issue may be related to a sound card. The customer requested technical consultant (tc) dispatched. A philips tc was dispatched for onsite service and the issue was confirmed. The tc determined that the issue was due to incorrect configuration on the philips information center ix (pic ix). The tc modified the sound output in pic ix -> tools -> control panel -> sound to resolve the issue.